Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 15 cm powertrialysis catether was returned for investigation. Blood residue was present throughout the sample. Sutures were attached to the winged hub. The sample was flushed through each hub using a 12 ml syringe. A spraying leak was observed near the distal end of the trifurcation hub when flushing through the red luer hub. Microscopic observation of the leak location revealed a circumferential split at the catheter/hub interface. Catheter wrinkling and evidence of kinking was observed near the split location. The split surface appeared to have a granular texture. Based on the characteristics of the split and location of the damage, possible contributing factors include material fatigue caused by repeated kinking or sharp kinking of the catheter. Since a leak was observed on the catheter, the complaint is confirmed but the exact cause and conditions of use remain unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the device implanted on (B)(6) 2020. No abnormality was found after chdf on (B)(6) 2020. Then the operator closed the cramp and infused only by third rumen (the catheter implanted near the proximal end of the catheter). It was further reported that bleeding was found due to a large amount of air aspiration. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the device implanted on (B)(6) 2020. No abnormality was found after chdf on (B)(6) 2020. Then the operator closed the cramp and infused only by third rumen (the catheter implanted near the proximal end of the catheter). It was further reported that bleeding was found due to a large amount of air aspiration. There was no reported patient injury.